Event description:
Procedure to remove rt depth electrode. Rt front electrode was stuck. Required incision, enlargement of hole by using a stryker with a small cutting for all the way down to the inner table of the skull. It appeared that one of the metal contacts was catching on the edge of the bone, preventing the electrode from coming out. No known injury to pt due to increased surgery time.